Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to the one of two complaint devices used during the same procedure. Refer to manufacturer report #3005099803-2017-02877 for the other associated device information. It was reported to boston scientific corporation that two expect pulmonary endobronchial ultrasound transbronchial aspiration needles were used in the lungs during an expect pulmonary endobronchial ultrasound transbronchial aspiration needle (ebus tbna) procedure performed on (B)(6) 2017. According to the complainant, after the procedure the patient had a pulmonary embolism. The procedure was completed with these devices. It was reported that the patient had ¿fine and stable" at the conclusion of the procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
This report pertains to the one of two complaint devices used during the same procedure. Refer to manufacturer report #3005099803-2017-02877 for the other associated device information. It was reported to boston scientific corporation that two expect pulmonary endobronchial ultrasound transbronchial aspiration needles were used in the lungs during an expect pulmonary endobronchial ultrasound transbronchial aspiration needle (ebus tbna) procedure performed on (B)(6) 2017. According to the complainant, after the procedure the patient had a pulmonary embolism. The procedure was completed with these devices. It was reported that the patient had ¿fine and stable" at the conclusion of the procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on september 15, 2017. Per medical review of the event on (B)(6) 2017 the deep vein thrombosis (dvt) would have to form in the patient first and break loose in order to cause a pulmonary embolism (pe). The use of the expect pulmonary endobronchial ultrasound transbronchial aspiration needles would not affect this pathophysiological process. Based on this information, this event is now considered not reportable.